Event description:
Study event. Device malfunction: none; symptoms/ae: stroke; time of symptoms/ae: one day post procedure. It was reported that one day post right internal carotid artery stenting procedure, the pt experienced a stroke with left sided weakness and partial gaze palsy that prolonged hospitalization. MRI of the brain, done the same day showed three areas of acute embolic infarcts in the right cerebral hemisphere. The pt was treated with lovenox and his condition continues, but is improved. The pt was transferred to a rehabilitation facility six days post-procedure. Though requested, no additional information was provided.

Manufacturer narrative:
The device remains in the pt's anatomy. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.